Manufacturer narrative:
Concomitant medical products: microcatheter (details unknown); another coil (details unknown); micrusphere 3mm*5.4cm coil (csp10020030/lot unknown). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product has been returned for analysis, but not yet been evaluated. Once evaluated, additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The device was returned for analysis. As viewed into the returned packaging, it was found that the coil was returned unsheathed, unprotected, and damaged. The electrical connector (hub) was severed and not returned. Located 6 millimeters and 2.5 centimeters off the severed end are two bent sections of the core wire. Located at the severed end, the fracture is ductile in nature requiring external force. No material defects were found on the severed end. There is a severe bend of the core wire at the severed end. The circumstances that caused the hub to be severed off the core wire cannot be determined. The complete introducer sheath with the attached resheathing tool were separated from the device positioning unit (dpu) and not returned. The separation of the introducer sheath from the coil can produce severe damage to the coil. There are also intermittent sections of compression and buckling damage along the entire coil length. There is protein adhering to the coil adjacent to a section of severe buckling damage. Based on the evidence returned and from the limited information received, it is highly likely that interference was a contributing factor to the coils friction encountered when the coil was being ¿advanced into the detach point¿. As this was the first coil being advanced into the aneurysm, it may have possibly encountered interference from itself or the distal tip of the microcatheter. The coils compression and buckling damage support interference which may have been distal in nature. However, the exact source of this interference; whether of a fixed or detached nature cannot be exactly determined as the complete introducer sheath, the hub, and the unidentified microcatheter were not returned. Also, due to the fact that the coil was returned unsheathed it cannot be determined how and when all the coil damage occurred. In addition, without the return of the introducer sheath, the resheathing tool, the severed electrical connector, and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. If repositioning or positioning the coil from the microcatheter in an acute angle to the aneurysm was performed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ it was further found that protein was still found adhering to a severely buckled coil section. Protein can damage coils inside the microcatheter and also produce friction during advancement. If this did occur then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿to achieve optimal performance of the codman microcoil system, it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the codman microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems¿¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The friction between the coil and microcatheter and difficulty recalling the device was confirmed based on the condition of the returned devices. The damages found on the returned devices were most likely associated with post-procedure handling of the devices since the damages were not initially reported; however, additional information to confirm the cause of the damage could not be obtained. Without return of the associated microcatheter, the cause of the friction between the coil and microcatheter and the difficulty recalling the coil back into the microcatheter could not be determined; however, there were procedural/handling factors that are addressed in the IFU that may have contributed to the failures. There was no evidence found during analysis or in the manufacturing documentation to suggest that the failures and damages were related to a manufacturing issue; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Event description should be revised as the product catalog and lot numbers are stated incorrectly. It should read: the patient is female and (B)(6), had pcom. The surgeon felt friction when he advanced the first micrusphere 3.5mm*6.6cm coil (csp10035030/c17696) into the detach point. The surgeon had to remove the coil and microcatheter (details unknown) as a unit and, the surgeon changed another micrusphere 3mm*5.4cm coil (csp10030030/g13696) but found it could not be recalled during adjustment. The surgeon had to remove them again and changed new coil (details unknown) to complete. No adverse event occurred.

Event description:
The patient is female and (B)(6), had pcom. The surgeon felt friction when he advanced the first micrusphere 3.5mm*6.6cm coil (csp10030030/g13696) into the detach point. The surgeon had to remove the coil and microcatheter (details unknown) as a unit and, the surgeon changed another micrusphere 3mm*5.4cm coil (csp10020030/lot unknown) but found it could not be recalled during adjustment. The surgeon had to remove them again and changed new coil (details unknown) to complete. No adverse event occurred.